Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 275 units of insulin. Customer loaded a new cartridge to address the issues. Customer's blood glucose level was 400 mg/dl.